Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial tachycardia procedure, issues with the software resulted in a procedural delay. When using the ensite x v3.1.1 in voxel mode, mapping was performed without any issues when using the advisor hd grid catheter. Once the advisor vl catheter was connected to continue mapping, the study crashed with the error message: "unexpected error occurred. Application exited". Troubleshooting included replacing the direct cable, replacing the catheter, using a different port, trying "resume study", and restarting the dws and the amplifier but issue persisted. The issue was resolved after switching from voxel mode to navx mode and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The case study and a photo were provided for review. Review of the photo confirmed the event occurred. However, the study was unable to verify the crash. No collect logs were provided for review. The cause of the reported incident could not be determined.